Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Weight reported as (B)(6). Expiration date: august 2019. Approximately six months prior to explant on (B)(6) 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6470486 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (6470486) met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a hip fracture six months ago and had an open reduction internal fixation (orif) surgery. It was reported that on a recent computerized topography scan on (B)(6) 2014, it showed that the helical blade was cutting through the femoral head. A revision surgery was successfully completed with a total hip arthroplasty. All hardware was removed; no parts were broken. It was reported that the patient experienced pain, irradiation or discomfort. There was a fifteen minute delay in the procedure reported but it was not related to the event. This is report 1 of 3 for (B)(4).